Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported via merlin that there was a report showing non sustained lead noise episodes with noise on the vsense amp. No lead noise was reproduced with arm maneuvers and the testing measurements were within normal limits. The patient is continuing to be monitored.